Event description:
It was reported that during a prostate procedure, the fiber tip detached inside the patient. The tip was successfully retrieved from the patient. The procedure was completed using a second fiber. Patient outcome "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can rotate independently; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the outer flow tubing exhibits scratch marks at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: joules used: 11,587. Time expended: 2:04 minutes. The fiber cap was not cleaned during the procedure.